Event description:
Additional information received from the consumer reported he did not know what steps would be taken to resolve the issue. It was noted the patient was never told something could be done until the batteries needed charged. The patient was not sure what circumstances led to the event. It just started by itself and the patient was going to go to the doctor. Information was unclear as to why the patient was going to go to the doctor, it was listed as going to the doctor for a possible fat.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a sudden back pain. The patient was in extra pain which started a week prior to the report. The patient was also in pain during the call because the stimulation was off for a little while and she was able to turn it back on with the implantable neurostimulator recharger (insr). The patient wanted to turn up stimulation to 3.3 to 5.0 and she was able to make the change. It was noted the patient always had the implantable neurostimulator (ins) on and she was in constant pain and the ins helped with more than 50% relief. The patient mentioned she had fibromyalgia and that she could feel the tip of the ins poking out. Relevant medical history included non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.